Manufacturer narrative:
Additional information, device evaluation the echelon-10 micro catheter (model: 145-5091-150 lot: a855599) was returned for analysis. Upon visual inspection, no damages or ir regularities were found with the echelon-10 hub. Dried blood found within the hub and catheter body. The catheter was found broken at ~40.6cm from the proximal end. The break was found to have stretching, jagged edges and the elliptical wire was exposed. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was confirmed. It is likely the separation was due to user retracting the device against the reported resistance. The broken end of the catheter exhibited with plastic deformation (stretching and jagged edges) which indicate that the catheter separated when exceeding the tensile strength of the tubing material. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the axium coil experienced resistance during delivery, and the echelon10 microcatheter broke when pulled out. The patient was undergoing surgery for coiling of brain aneurysm in the right middle cerebral artery. It was reported that while loading the axium coil into the microcatheter, there was resistance. The healthcare provider (hcp) pulled out the catheter to check, but the catheter broke in the proximal area. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Ancillary devices include a cordis 6f sheath, stryker guider softip 6f, echelon 10 45deg, stryker transend 0.014.